Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the buttons on the insulin pump have a delayed response. It was stated that the buttons weren't pressed for longer than 3 minutes and the device was not bumped or dropped. The battery was changed and the battery cap cleaned but keypad issue persists. Blood glucose value was 20 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.